Event description:
Patient sex: unknown. Procedure type: unknown. According to the reporter: the client is reporting that the device opened during utilization, and the purse was not properly formed. About ten staples did not close properly around the purse on the colon; another purse was done lower with another instrument. No further patient/procedure information could be obtained.